Event description:
It was reported that the pt expired. No cause of death or relationship of the pt's death to the intrathecal drug delivery therapy was reported. The drug contained in the pump was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
The pump and catheter were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.